Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was recaptured after initial deploy ment due to high threshold. The leadless ipg and delivery system was attempted/ not used and replaced. No patient complications have been reported as a result of this event.